Event description:
Caller alleged discrepant inratio results. All results were completed within 30 mins of each other. Caller is a new inratio user. Pt self tester gets assistance from his wife when he tests. Pt also reports that when he does blood work, they call him a "clumper".

Manufacturer narrative:
Investigation pending.